Manufacturer narrative:
The customer reported complaint for the autopulse platform displayed a user advisory (ua) 17 (max motor on time exceeded during active operation) error message was confirmed during archive review but not during initial functional testing. There were no device deficiencies found during evaluation of the platform which could have caused or contributed to the reported complaint. Visual inspection was performed and found no physical damage to the autopulse platform. The platform was tested with large resuscitation testing fixture, (lrtf) equivalent to the 250-pound patient for 12 minutes and passed the initial functional test without any fault or error. Review of the archive data indicated user advisory (ua) 17 errors occurred around the reported event date. User advisory is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. The user advisory (ua) 17 error message alerts the user that the drive motor did not reach the target depth within specification when used on a medium/large size stiff patient with the battery voltage being low. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, no sound was produced by the platform. The sounder was replaced to remedy the complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform sn (B)(4).

Event description:
During patient use, the autopulse platform ((B)(4)) displayed user advisory (ua) 17 (max motor on time exceeded). The user was unable to clear the error. No known impact or consequence to patient reported. No additional information was provided.